Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. How much surgiflo was used in the patient? They used all of the solution of surgiflo 2. For which indication was surgiflo used? Used as an adjunct to hemostasis in the dead space once bladder neck is brought down 3. How many patients were septic post-op (exact number and identification such as age or gender)? There were a total of 4 septic patients post op immediately after they removed the catheter. 4. Please describe the event for each patient (what devices were used, when did the septic event happen etc.) There were a total of 4 septic patients post op immediately after they removed the catheter. 5. What treatment did the patient(s) get for the sepsis? Once they became septic they administered 1g of antibiotics and has seemed to fix the ¿issue¿ 6. Why does the surgeon suspect surgiflo to be involved in the septic event? Please elaborate. They believe it is due to surgiflo, as nothing in their protocol in regards to these procedures has changed except adding in surgiflo over last couple months 7. Has any surgical or medical intervention been performed? Once they became septic they administered 1g of antibiotics and has seemed to fix the ¿issue¿ 8. What is the users experience w/ surgiflo? This is not the first time they have used surgiflo. The following information was requested, but unavailable: 1. What has been the foci/origin of the sepsis? 2. Are there any results of blood/urine tests available? 3. What is the date of index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a prostatectomy procedure on an unknown date and absorbable hemostat was used. There have been four patients that have become septic post-op. They have been using the product to fill in the dead space after they bring down the bladder neck. They have not had this issue before and think the absorbable hemostat could be causing it. They are currently using absorbable hemostat with saline and not thrombin. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). F10. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the sales representative recently had discussions with a urology surgeon at (B)(6) hospital where they have been using surgiflo (2991) with saline for their prostatectomy¿s and recently have had 4 patients who have gone septic over the past couple weeks. I have spoken with the first assist as well as she told me they have not changed anything regarding their procedure or protocol except add surgiflo (2991) with saline into their procedure. She said that with those 4 patients when they went to go to remove the catheter from the patient they go septic. She also said they have gotten it ¿under control¿ as they have been giving them 1g of an antibiotic which ¿seems to be helping¿. They brought up this concern as they believe surgiflo may have something to do with this. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. How much surgiflo was used in the patient? 2. For which indication was surgiflo used? 3. How many patients were septic post-op (exact number and identification such as age or gender) ? 4. Please describe the event for each patient (what devices were used, when did the septic event happen etc.) 5. What treatment did the patient(s) get for the calcification? 6. Why does the surgeon suspect surgiflo to be involved in the event? Please elaborate. 7. What is the date of index surgical procedure? 8. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 9. Was there any intraoperative concurrent use of other products? 10. What is the lot number? 11. Has any surgical or medical intervention been performed? 12. What is the users experience w/ surgiflo? 13. Did the patients already have an urinary infection before the catheter was removed? 14. Did the patients receive antibiotics before the surgery? 15. Did the patients receive prophylactic antibiotics after surgery? 16. What hemostatics did the surgeons use before the introduction of surgiflo? 17. On which day post-surgery was the catheter removed (thus the sepsis occurred)? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h10 related report numbers. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.